Event description:
It was reported by service report that the head end lift would not raise or lowe it was stuck at high height. It is unk if there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Lift motor coupler kit.